Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4). Implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: va0dy6e001, ubd: (B)(6) 2017. Product ID: 977a260, serial/lot #: va0dy6e002, ubd: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of peripheral neuropathy and spinal pain. It was reported that the patient's device didn't work well anyway. The patient stated that the manufacturer's representative (rep) were wonderful and they tried to reprogram the device the best they could, but they could never make it work due to how the leads were implanted. The patient reported that their surgeon implanted the leads in the "wrong place". The patient stated that the healthcare provider (hcp) did a revision around february or march of 2014. No further complications were reported or anticipated.